Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported that patient underwent an elbow procedure on an unknown date with unknown product. Subsequently, a revision has been indicated due to bone loss; however, no revision has been scheduled to date.

Event description:
It was reported that patient underwent an elbow procedure on an unknown date. Subsequently, a revision has been indicated for an unknown reason; however, no revision has been scheduled to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown. Device information - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.